Event description:
It was reported that prior to starting a da vinci s prostatectomy surgical procedure, the monopolar curved scissors instrument did not work properly due to the wheel on the back of the instrument which seems to be stuck. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated by engineering using a da vinci s test system. Instrument recognition and engagement were confirmed. Instrument movement was intuitive, with full range of motion in all directions, indicating that none of the input disks (which the customer referred to as the "wheel") were stuck. Blades opened and closed properly. Latex cut test passed. The alleged failure could not be duplicated. Engineering also observed the distal end of the instrument main tube had a 1" long section with light material removal. Damaged area is 3.8" above the tube extension, parallel to the tube axis, and has a rough surface finish. Wear pattern on tube is consistent with cannula related tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.